Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a scratch from the root of the haptic to the front of the center of the optical section was confirmed after implantation. The surgery was completed without product replacement. The sample is not available for return as it was still implanted in the patient's eye. Additional information has been requested and received that the surgeon suspects both iol and cartridge and requested the investigation of cartridge too. No health hazard at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A video was provided. Video on the lens preparation for the implantation is not provided. The cartridge tip comes in the picture, the lens position for the implantation appears to be acceptable. The haptics appears to be folded correctly. The lens is implanted and a mark/line is observed around the optic edge area, the mark/line appears to be on the posterior surface of the iol. The mark could not be removed/cleaned. Based on our observation of the attached video, a mark/line is visible over the iol optic. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).